Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch # 487a58. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. No malformed staples were noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired. Device history review a manufacturing record evaluation was performed for the finished device batch number 487a58, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled?? Suture sewing. How much blood was lost (ml)? Unknown. Not much. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during the sleeve gastrectomy surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed another four to continue the surgery, the same problem happened again. Used suture to oversew. There was no patient consequence reported, no additional information could be provided.